Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was in backup vvi after a MRI scan. The device was replaced.

Manufacturer narrative:
The reported reset was caused by magnetic interference. The product code was downloaded to the device and the device performed normally. No anomaly was detected when tested using automated test equipment and on the bench.